Manufacturer narrative:
A product sample was received at the manufacturing site and it is awaiting evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that during a vitreoretinal procedure, the vitrectomy probe would not cut but aspiration was present. The surgery was completed after replacing the probe with another one without any injury to the patient.

Manufacturer narrative:
The lot complaint history was reviewed; the device history record shows the product was released per specifications. Upon visual inspection, it was determined that adhesive from the manufacturing process was occluding a drive line on the probe, preventing actuation of the cutter to occur. The root cause of the customer's complaint is related to an error during the manufacturing process. The manufacturer internal reference number is: (B)(4).